Event description:
It was reported that during a coronary drug eluting stenting treatment procedure there was difficulty deflating the balloon. The lesion was predilated with a 3.0 x 20mm balloon. After predilation the physician successfully implanted a taxus express2 8.8% 2.5 x 24 mm drug eluting stent in the distal lesion. The physician then decided to deploy a second taxus express2 8.8% 3.0 x 26 mm drug eluting stent in the proximal lesion. During the attempt of inflating the balloon resistance was encountered and when 14 atms was reached the balloon inflated suddenly. After the taxus stent deployed, the delivery balloon would not deflate. The physician successfully removed the balloon by pushing the guidewire and partially deflating the balloon. No further intervention was noted. Pt status is reported as "good."